Event description:
Alleges customer was thrown from device when it cut out and stopped.

Manufacturer narrative:
The alleged loss of power could not be duplicated. The device was equipped with a functioning lap belt.

Manufacturer narrative:
The "date of event" was reported as occurring in (B)(6) of 2020. The device has not been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges customer was thrown from device when it cut out and stopped.